Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (monitor not powering on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted u1003 programmable logic device (pld) on the computer/analog pca. The root cause for the shorted u1003 pld could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor would not power on.